Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that a water leak occured from the connection between the chamber dome and water feedset tube. They further reported that the water feedset tube was torn. This was found during setup prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected for the reported damage. Results: visual inspection revealed a break at the connection between the water feedset tube and the chamber dome. The surface at the break was rough. A lot check revealed one other complaint of this nature for lot number 110914. Conclusion: the feedset tube break was rough, suggesting that the damage may have occurred as a result of the tube being pulled away from the dome possibly due to the feedset being caught or under tension, rather than being cut. The hospital confirmed that there is a possiblity that the feedset tube had been caught under tension. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. The complaint chamber would have met the required specification at the time of production. A pull test on the feedset strength is also performed every half hour on mr290 chambers coming off the production line. Since this testing began in 2008, we have had a zero defect rate. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: -"set appropriate ventilator alarms." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).